Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cfb (coherent fiber bundle) fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb (coherent fiber bundle). In addition, our technician confirmed that the insertion flexible tube coating damage, the light guide cable for prong perforated, and the segment crushed; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (fluid damage).